Manufacturer narrative:
(B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Impossibility of passing the prosthesis into the bile duct, blockage between the prosthesis and the catheter. Surgical follow-up: placement of 2 plasteses 7fr instead of that of 10fr. This incident was not reported to ansm, the medical device was kept and is available for return in order to carry out an expertise. "As per cc form": impossibility of passing the prothesis into the bile duct , blockage between the stent and the catheter ( fs-oa). They take two stent 7 french. Lab evaluation completed on 02-apr-21: slight damage on distal end of stent.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x fs-oacl-10-7 of lot # c1793499 was returned to cirl for evaluation open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 02 april 2021. The stent was returned undeployed. Slight damage was observed on the distal end of the stent. Resistance was met when trying to pass a 0.035" wireguide through it. Image review: n/a. Document review: prior to distribution fs-oacl-10-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for fs-oacl-10-7 of lot number c1793499 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1793499. It should be noted that the instructions for use (ifu0096-1) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the user applying a large amount of force while trying to advance it through the patient¿s anatomy which in turn caused the stent and catheter to receive damage. Summary: complaint is confirmed based on customer testimony. According the initial reporter, the patient did not require any additional procedures or report any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.